Manufacturer narrative:
Follow-up #1: date of submission 06-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2018 with the following findings: the pump history showed evidence of manual suspends and resumes. The pump was exercised for 24 hours with no alarms observed. The pump was able to be manually suspended and resumed. The alleged issue could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (suspend) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.